Manufacturer narrative:
(B)(4). Results of investigation: the carefusion factory service center received the suspect device, a sipap ventilator, and evaluated the device. An evaluation of the device confirmed the reported issue of blank screen with dc power, but blank screen with ac power could not be duplicated.

Event description:
The customer reported that the ventilator had a black/blank screen upon start up. There was no patient involvement associated with the reported issue.